Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a rectum procedure, the normal audible crunch was not heard and there was an incomplete cut and staple line observed on the tissue being stapled. Oversewed the staple line and maintained hemostasis with sutures. In the medial portion of the stapled tissue, the staples were straight. They had not formed at all on the anvil. No pt consequence.